Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon inserted the device and withdrew the obturator. The surgeon placed the laparascope down the trocar and immediately heard air leaking. It appeared that the outer gasket had torn. The case was completed with a new instrument (511sd) and there was no consequence to the patient.